Event description:
Baxter france reported a "leak during connections/disconnections" with the transfer set. This was noted during use with no patient injury or medical intervention required according to the complaint coordinator.